Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding(menorrhagia)") in a 43-year-old female patient who had essure (batch no. B08912-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included endometriosis, uterine fibroid, irregular menstrual cycle, ovarian cyst, adenomyosis and mood swings. Concomitant products included drospirenone + ethinylestradiol (yasmin)(B)(6) 2013 to 2016 for menorrhagia as well as estradiol (vivelle dot) from 2016 to 2018 and naproxen (motrin)(B)(6) 2011 to (B)(6) 2016. In 2011, the patient experienced rash ("constant skin rashes that stopped when the essure was removed / constant rash on chest and stomach") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("itching"), adnexa uteri pain ("fallopian tube pain") and procedural pain ("she was in a lot of pain during the placement"). The patient was treated with surgery (ablation on (B)(6) 2011 and partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri pain was resolving, the menorrhagia, vaginal haemorrhage and rash had resolved and the pruritus, dysmenorrhoea, weight increased and procedural pain outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, menorrhagia, pelvic pain, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both ostia had 4 coils visualized at the completion of the procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: results: complete occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : medical device monitoring error" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient demographic information added. Ablation was marked as a surgery for the event menorrhagia. Concomitant medications added. Fu 3 and 4 processed together on (B)(6) 2018: pfs received. No new clinical information added. Fu 3 and 4 processed together. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 43-year-old female patient who had essure (batch no. B08912-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included endometriosis, uterine fibroid, irregular menstrual cycle, ovarian cyst, adenomyosis and mood swings. Concomitant products included drospirenone + ethinylestradiol (yasmin) for menorrhagia. In 2011, the patient experienced rash ("constant skin rashes that stopped when the essure was removed / constant rash on chest and stomach") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain") and procedural pain ("she was in a lot of pain during the placement"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri pain was resolving, the menorrhagia, vaginal haemorrhage and rash had resolved and the pruritus, dysmenorrhoea, weight increased and procedural pain outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, menorrhagia, pelvic pain, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both ostia had 4 coils visualized at the completion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.21 kgs. Hysterosalpingogram - on (B)(6) 2011: complete occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : medical device monitoring error" most recent follow-up information incorporated above includes: on (B)(6) 2018: unlocked for update of batch information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 43-year-old female patient who had essure (batch no. B08912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included endometriosis, uterine fibroid, irregular menstrual cycle, ovarian cyst, adenomyosis and mood swings. Concomitant products included drospirenone + ethinylestradiol (yasmin) for menorrhagia. In 2011, the patient experienced rash ("constant skin rashes that stopped when the essure was removed / constant rash on chest and stomach") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain") and procedural pain ("she was in a lot of pain during the placement"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri pain was resolving, the menorrhagia, vaginal haemorrhage and rash had resolved and the pruritus, dysmenorrhoea, weight increased and procedural pain outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, menorrhagia, pelvic pain, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both ostia had 4 coils visualized at the completion of the procedure diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.21 kgs. Hysterosalpingogram - on (B)(6) 2011: complete occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : medical device monitoring error". Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), constant skin rashes that stopped when the essure was removed / constant rash on chest and stomach, dysmenorrhea (cramping), weight gain ,fallopian tube pain, she was in a lot of pain during the placement", lot number, reporter, lab data added from pfs. Concomitant condition. Event "ablation performed on the same day of essure insertion" added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pruritus ("itching"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pruritus outcome was unknown. The reporter considered pelvic pain and pruritus to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.